Manufacturer narrative:
The commander delivery system, sheath and guidewire were returned to edwards lifesciences for evaluation. Visual, dimensional and functional analysis was performed. Visual inspection revealed the inflation balloon separation distal to the inflation balloon to crimp balloon bond, guidewire shaft separation, distal to the delivery system center marker band and damage on the flex tip. No other visual abnormalities were observed. Inflation balloon measurements relevant to the reported balloon burst or withdrawal difficulty through sheath could not be inspected as the as the distal portion of the delivery system (inflation balloon, nose tip, and distal portion of the guidewire shaft) was not returned for evaluation. Furthermore, due to the location of the inflation balloon separation (separation adjacent to the crimp balloon to inflation balloon bond), no inflation balloon inspections relevant to the distal end of the delivery system separation could be inspected. No applicable functional testing for balloon burst, withdrawal difficulty through sheath, or delivery system separation could be performed on the complaint device due to the condition of the returned device (delivery system returned separated, distal portion of the delivery system not returned). During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was unable to be confirmed. Per the complaint description: ¿it was decided to add 2ml volume for inflation. During valve deployment, it was noticed that the pusher had not been retracted. Inflation was stopped and the pusher was retracted, and then the valve was fully inflated. At the end of inflation, the balloon burst.¿ based upon the provided complaint event details, it is suspected that the reported balloon burst most likely occurred due to procedural factors (additional inflation volume and inflation with the flex tip in the improper location). Alternatively, although patient information was not provided for review, review of previous balloon burst complaints reveals that balloon ruptures of this type also occur due to patient factors (patient calcification). The complaint was confirmed for withdrawal difficulty and distal tip separation. Available information supports that the reported condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker) and residual fluid in the inflation balloon post thv deployment. Based on the available information, the reported balloon burst likely resulted in retrieval difficulties that caused the damage. No manufacturing non-conformities or IFU/labeling inadequacies were identified. Available information suggests that procedural factors may have contributed to the events. Review of complaint history for march 2016 revealed that the occurrence rates did not exceed the control limits for these trend failure modes. Therefore, no corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the (B)(4) edwards affiliate, during the transfemoral tavr procedure, the delivery balloon was filled with +2ml of volume. During valve deployment, the physician overlooked a step and did not retract the pusher. Inflation was stopped and the pusher was retracted, and then the valve was fully inflated. At the end of inflation, the balloon burst. The valve was deployed in a 50:50 position, but the physician was happy with the result and accepted the position. During the removal of the delivery system, high resistance was noted when the balloon entered the expandable sheath (esheath). When the delivery system was out of the patient, it was noticed that the balloon part separated. After images were taken of the vascular access site, it was seen that the balloon part was still inside the iliac artery. The sheath was removed and the patient was sent for vascular surgery. The patient recovered well and has been discharged home.